Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise on the atrial lead that caused false auto mode switching episodes was noted in clinic. The noise was reproduced by patient pushing hands together. No intervention will be performed. Patient was stable.